Event description:
Caller reported a malfunction on pump, identified by code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller with resetting the pump; no recurrence of malfunction after reset. Customer was advised to continue using pump and contact support if issue recurs, and caller agreed to instructions.